Event description:
Customer reported device high results (hi, 582 & 509 mg/dl). Customer was feeling dizzy and had been cutting back on sugar due to the high readings. Dr advised customer to go to the emergency room (ER). ER device =45 mg/dl. Lab = hypoglycemic. Customer was given lunch. No controls used. Strips were expired. Device was not coded - the check key was missing. A request was made for return product and replacement product was sent.